Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, fse found problems with the host cpu. After fse replaced the defective host monitor, the system was returned to use in good working order. These codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.